Event description:
A patient contacted global technical services (gts) regarding assistance with a low drain volume alarm while using the homechoice (hc) during the initial drain. The drain volume was 29ml and the last fill volume was 2000ml. Gts had the patient close and open the transfer set three times, move the clamp and rub the line, pull up and down on the lines and check the lines for fibrin or air. The patient stated there were large gaps of air in the patient line. Gts recommended that the patient start over with new supplies. Gts then walked the patient through ending therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the patient's wife on (B)(6) 2010. According to the patient's wife, there were no defects in the supplies. She does not know why there may have been air in the line, however, the low drain volume alarm seems to be positional. The supplies have been discarded. There was no patient injury or medical intervention associated with this event. This report for a low drain volume alarm was not confirmed due to a lack of sample, therefore, the root cause could not be determined. A batch review was not performed since the lot number was not available. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).